Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing goggles, gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found that the probe wipe rinse block was leaking. The fse found that the probe wipe was misaligned and was not moving all the way down. The fse realigned the probe wipe rinse block and the instrument ran without any leaks. The repairs were verified per established procedures. Identification of failure mode: the cause of the leak was that the probe wipe rinse block was misaligned. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).